Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted 4040 ventricular short interval counts (sic); with non-sustained ventricular tachycardia (vt) episodes, oversensing noise and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Ventricular fibrillation (vf) detected episodes with inappropriate shocks were noted. The rv pacing impedance spiked to 1311 ohms up from a trend in the 500-600 ohm range. The rv lead integrity warning occurred for 2 or more high rate episodes and rv lead impedance variation in the last 60 days. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained ventricular tachycardia (vt) episodes, short interval counts (sic), and fluctuating rv lead impedance. A potential lead fracture is suspected. The rv lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.